Event description:
When attempt was made to withdraw the right retention disc back into the delivery sheath by pulling the cable, the delivery cable detached from the device. The patient underwent surgical removal of the device and closure of the defect without complications.